Event description:
Procedure type: sleeve gastrectomy. According to the reporter: stapler was applied correctly on the stomach. After waiting in closed position, the reload was fired on the tissue accordingly. The tissue was transected with 2 - 2.5 cm gap in staple line (i.e. Without staples on 2 - 2.5 cm length). Used stapler was taken out without problems from the cavity then protected and stored in appropriate place. Current patient status is ok. There was no unanticipated tissue loss. There was no extension of incision. There was blood loss of more than 500 cc. Surgical time was extended by more than 30 minutes. The delay did not result in an extension of hospital stay. No fragments fell into the cavity. Manual suturing was performed to correct this condition. Surgeon comments: normal tissue, normal conditions; when staple load was applied, the knife seemed to lose sharpness and caused tissue wrinkling.

Manufacturer narrative:
(B)(4).